Event description:
A pt reported blood glucose results of "125 mg/dl and 95 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer service rep. Walked the pt through two blood glucose tests and obtained a "154 mg/dl and 152 mg/dl".